Event description:
Adverse event: posterior capsule tear. Malfunction: anterior vitrectomy probe difficult to connect to system. The nurse reported a posterior capsule tear occurred. The surgeon did not fault any alcon product for the posterior capsule tear. The vitrectomy probe was difficult to connect to the system. The nurse was able to push the vitrectomy probe onto the system. The surgeon performed an anterior vitrectomy. The nurse stated the patient is doing well.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector to mitigate the problem connecting the anterior vitrectomy probe to the system. The software was upgraded. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A review of complaints for the system did not reveal any additional complaints in the last 24 months that were related to the reported issue. (B) (4). (B) (4). (B) (4).